Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had received multiple recent no delivery alarms from the insulin pump, and that the customer had used 4-7 infusion sets over a 2 month period. The customer stated that they had significant scar tissue on the abdomen; it was advised that this may have been the cause of the no delivery alarms and/or occlusion. The customer was unable to troubleshoot for the no delivery alarms. The customer did not wish to return the related set or reservoir for analysis. The customer was advised on how to avoid occlusion in the future, and was advised to call immediately when the alarm occurred in the future in order to properly troubleshoot. The customer's blood glucose value was unknown. No further information was provided.